Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. D4-UDI is unknown h4 MFR date is unknown.

Event description:
The user facility reported cp pump placed to support a cardiomyopathy patient being bridged to vad. The pump was supporting for just under 6 hours when it was explanted and replaced due to sensor failure. The patient survived the procedure.